Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) displayed an overheating message "device hot". There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) reported that the reported issue was not reproducible. The stm also reported that the scroll compressor was replaced due to the amount of hours it had and the temperature sensor due to the over temperature. No further investigation is required.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the scroll compressor and the temperature sensor. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) displayed an overheating message "device hot". There was no harm or injury to patient and no adverse event was reported.